Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. This report represent all the information known by the reporter upon query by hospira personnel. (B)(4).

Event description:
The customer contact reported the pump did not deliver on line a. The pump was returned to the biomedical engineering department with an unsigned note that stated, "not working. Only runs in piggyback mode even when placed in concurrent." No tracking information was provided; therefore, specific pt information, pump programming, or event details were not available. There were no reports of any adverse pt events and no reported delays of critical therapies while the pump was in clinical use. Though requested, no additional information was provided.